Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. The sample initially resulted with an hcg value of < 0.100 miu/ml accompanied by a data flag. This value was reported outside of the laboratory and was considered incorrect. The sample was repeated, resulting with a value of 1345 miu/ml. No adverse events were alleged to have occurred with the patient. The hcg reagent lot number was 30859900, with an expiration date of 31-may-2019.

Manufacturer narrative:
The field service engineer checked the probe adjustment. No problems were found with the analyzer. The last calibration was performed on (B)(6) 2019 and calibration signals were slightly lower than expected. There were no alarms on the calibration. Quality controls were within range and did not show an indication of a reagent or instrument performance issue. A photograph of the sample showed that the sample volume was very low. The sample was in a secondary tube with a diameter of 12 mm. Several abnormal sample aspiration alarms were observed upon review of the alarm trace. The investigation could not identify a product problem. The cause of the event could not be determined.